Event description:
It was reported that during implant on the system, the right ventricular (rv) lead was unable to be implanted. The physician elected to implant a different rv lead. The patient condition was unknown.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece with the helix retracted clogged with blood. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical testing was normal. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.